Event description:
It was reported that the insulin pump had unresponsive keypad and the numbers kept ramping up. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Unit received with cracked case on display window corners, minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.